Event description:
Complainant alleged that during functional testing, the device's pacer knob shaft is broken and cannot be used complainant did not indicate which of the three pacer knob shafts is broken. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.